Event description:
A portion of the ceramic tip of a mitek vapr side effect electrode broke off into the pt. All was retrieved and there was no consequence to the pt. However, if this were to recur and the broken fragment not retrieved from the pt, it is possible that pt injury could potentially occur.